Manufacturer narrative:
(B)(4). Batch #x9435k. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the procedure was planned to be half laparoscopic and half open. During the first half the enseal x1 cj was used to perform a bso and dissect adhesions. After about 20mins the surgeon said that the device had broken, he had difficulty unlocking the handle and had to try multiple times while the device was inside the patient. He also said that he could not press the cut button. After taking the device outside the patient he repeatedly locked and unlocked the handle but it appeared to be getting stuck ¿ eventually after about 3 times it remained locked and would not unlock. The cut button could not be pressed. It felt as though the device had jammed stuck. The surgeon then converted to open to continue the procedure as planned. Had there been no issue with the device he may have dissected more before doing this. There was no adverse outcome for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2022. D4 batch #: x9435k. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the distal guide weld broken. Upon visual inspection of the jaws, it was observed that the knife was bent. The device was connected to the generator and it was recognized. However, due to the condition of the blade, not all functional tests could be performed. The blade could not be fired when the jaws were closed. The damage to the distal guide was not enough to prevent the jaws to open and close as expected as the device did open and close without any difficulties. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2022. Additional information was requested and the following was obtained: an internal rapid response call was held on 7/19/2022 to include post market surveillance, customer quality, marketing, design engineering, quality, and local associates to discuss the update on the enseal issues the surgeon experienced. While using the curve jaw, the surgeon experienced the device locking up. It kept getting stuck and took several attempts to open it. It stuck both inside and outside of the patient. The surgeon switched to the competitor to finish the procedure. The end of the curve jaw bent when the device was removed from the patient.